Event description:
It was initially reported that the autopulse platform was not working properly. There was no report of any patient involvement. No further information was provided. Additional information was received on 1/6/2015, whereby customer indicated that during a shift check the autopulse platform displayed an error message. Information regarding the exact error message was not provided. No further details are available.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no physical damage to the platform. A review of the autopulse archive was performed and the archive data shows that no sessions occurred on the reported event date of (B)(6) 2014. However, the archive shows that user advisory 18 (max take-up revolutions exceeded), user advisory 45 (not at "home" position after power-on/restart) and fault 21 (position change does not coincide with motor direction) messages occurred on (B)(6) 2014. A review of the autopulse archive was also performed to assess the customer's battery management practices. Review of the archive shows that a user advisory 44 (battery voltage too low during compression) fault occurred with nimh batteries s/n (B)(4) and (B)(4) on (B)(6) 2014. It also shows that a warning 1 - low battery message and a user advisory 44 (battery voltage too low during compression) fault occurred with nimh battery s/n (B)(4) on (B)(6) 2014. An investigation conducted using the batteries serial number (B)(4) (date code: 12/2010) and (B)(4) (date code: 4/2009), found that the batteries were not within their expected life span of 2-4 years. Per the device IFU, every battery should be test cycled every 30 days. Battery serial number (B)(4) had the improper amount of test cycles (48 +/- 1 expected, 26 performed), battery serial number (B)(4) also had the improper amount of test cycles (68 +/- 1 expected, 22 performed), and battery serial number (B)(4) only showed 5 test cycles and it should have had 33 (+/-1); therefore it can be concluded that the customer was not performing proper battery management. Functional testing was performed and the reported complaint could not be reproduced. The platform was run for more than 15 minutes with the lrtf (large resuscitation test fixture) equivalent to a 250 pound patient, with different batteries and no problems were observed. The platform as also run for an additional 30 minutes with the lrtf and no problems were observed. Based on the investigation, no part was identified for replacement. In summary, the reported complaint was confirmed based on the archive review, however it could not reproduced during functional testing. The platform was inspected and tested with no problems. The platform passed final test. The root causes for ua18, ua45, and fault 21 could not be determined. Per the autopulse maintenance guide (p/n 11653-001), ua18 is an indication that the autopulse has detected that there is no patient on the platform. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur.